Event description:
It was reported that the healing abutment was stuck in an implant which led to the removal of the implant.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury that occurred while using the ankylos implant system. This report is for the healing abutment device. The dental implant device report was submitted with 9612468-2026-02596, for which a follow-up report will be sent. The report on the hex driver, which was involved in the event, will be submitted separately. Product return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.